Manufacturer narrative:
Review of the logfile for the day of treatment could confirm that the treatment was aborted due to the user released the laser pedal and interrupted the treatment during bed cut and pressed the vacuum pedal instead of the laser pedal. The vacuum pumps was stopped and the system was aborted the treatment. The logfile review shows the user restarted the aborted treatment and completed it without problems. No technical root cause was identified as the product was found to be within specifications. The root cause is that the vacuum was turned off by the user during treatment. The user pressed vacuum pedal instead of the laser pedal. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the system automatically quit therapy before cutting finished. The flap did not lift but was completed with a new patient interface. No patient harm was reported. Additional information received; no system error occurred, the left eye is the affected eye and the patient is doing well post operatively.